Event description:
The customer reported the unit is not charging.

Manufacturer narrative:
(B)(4). The customer reported the unit is not charging. The unit was evaluated at philips and the system was verified. The ac power supply was replaced to resolve the reported issue.